Event description:
Literature: pinsker mo, volkmann j, falk d, et al. Deep brain stimulation of the internal globus pallidus in dystonia: target localization under general anaesthesia. Acta neurochir (wien); 2009;151(7):751-758. Summary: this article presents a single center experience of 44 consecutive operations on 42 patients with general, focal or segmental dystonia undergoing dbs implantation with the target site in the globus pallidus internus, all done under general anesthesia, using MRI based stereotactic anatomical targeting, intra-operative mer, and test stimulation to determine electrical thresholds of adverse effects. Reportable event: one patient had a symptomatic intracerebral hemorrhage into the right hemisphere after implantation of the permanent electrode, despite insertion of only one test electrode based on the MRI. She had a good neurological recovery, but suffered a second, fatal hemorrhage in the affected hemisphere three months after surgery. The patient's death was believed to be related to the dbs surgical procedure. See attached literature article.

Manufacturer narrative:
See scanned pages.